Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02218. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient received a precise stent in the carotid artery. The angioguard had been successfully deployed and retrieved. During postdilation of the stent, the patient had right hemiparesis diagnosed as a tia. Onset was sudden, patient made a full recovery with no deficit. The patient did not have an emergency cea. During post-dilation with a 5 x 30mm monorail balloon, the patient had a tia. Patient was given ntg and symptoms subsided. There was no angioguard malfunction, the basket was filled with debris which is considered a normal procedural occurrence. There was no difficulty deploying or retrieving the angioguard.